Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the wiring was damaged. Various parts were replaced. Device was repaired and returned to the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer reported that the console was showing error #5. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, functional testing was performed and revealed the cover was damaged. This was attributed to defective material. Various parts were replaced. Device was repaired and returned to the customer.